Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during pre-op, the new skeeter drill's bur exhibited wobbling at 400-500 rpm during the first-time use. There was no damage noticed on skeeter drill or its package. User did not check bur with other skeeter due to unavailability of other skeeter drill to check. User tested other bur in this skeeter and it wobbled. There was no patient involvement.